Event description:
It was reported that the atrial capture management showed a threshold greater than 2.5v. It was noted that the right atrial (ra) lead had previously been identified as having high thresholds. It was recommended to do further testing of thresholds on the ra lead. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 implantable pacing lead, (B)(6) 2005. (B)(4).